Manufacturer narrative:
Device evaluted by manufacturer: the device was returned for analysis. Received product consisted of a guidezilla hub, hypotube and collar. The distal shaft and tip were detached and not returned for analysis. The hub, hypotube and collar were microscopically and visually inspected. Inspection revealed a complete separation of the collar with collar damage. The collar damage was observed to be consistent with torque force damage. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13may2019. It was reported that guidezilla could not cross. Vascular access was obtained via femoral artery. The 32x3.0mm, eccentric, de novo, 90% stenosed target lesion was located in severely tortuous and moderately calcified left circumflex artery (lcx). A guidezilla was selected for use. During procedure, it was noted through angiography that some calcium was at the ostium of lcx. The physician predilated the lesion and the ostium of the lcx, them decided to implant the stent. However, the stent and guidezilla was not able to reach the distal segment of the stent and failed to cross due to tortuousity of the vessel. Subsequently, there was significant bend involved in the lesion about greater than 90 degrees with resistance felt during advancement. However, it was further noted that the damage to collar occurred during the investigation of device when it was removed out of the patient. The device was completely retrieved from the patient the procedure was completed with a non- bsc device. No complications reported and patient is stable. However, device analysis revealed complete separation of the collar with collar damage.